Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had damage on the insulin pump's o-ring. The customer stated the reservoir does not lock in place when inserted into the insulin pump. Blood glucose value was 95 mg/dl at the time of the incident. Troubleshooting was performed and the insulin pump will be replaced and returned.

Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.